Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) heard beep tones and this device triggered an alert for high out-of-range shock impedance measurement, measuring greater than 126 ohms. Data was provided for review and boston scientific technical services agree with the physician plan. The plan is to increase the shock impedance limit to 150 ohms and continue monitoring this patient via latitude home monitoring system. No adverse patient effects were reported. This ICD and right ventricular lead remain in-service.